Manufacturer narrative:
During testing of the returned pump, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). However, the root cause of the overinfusion was not determined. The pump was expected to be subjected to further analysis. A supplemental report will be filed should additional analysis results become available.

Event description:
Information was received from a health care professional via a representative regarding a patient in switzerland who was receiving baclofen 250 mcg/ml at a dose of 29.48 mcg/day and clonidin 550 mcg/ml at a dose of 64.87 mcg/day via an implantable pump. The indication for use was not provided. The lot number, specific baclofen type, and concomitant medications were not obtainable. The patient's medical history was reported as "none". The pump was returned with no associated allegation nor patient symptom. The pump was explanted on (B)(6) 2016 and the pump report noted the elective replacement indicator was expected <(><<)>1 month. At that time the patient was noted as alive-no injury. However, on (B)(6) 2016 analysis revealed a device anomaly.

Manufacturer narrative:
(B)(6). Destructive analysis was completed and no additional anomalies were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.